Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred, and it was occurred during the monitor upgrade. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm could not be moved. Analysis of the log file showed geometry and collimator errors. During monitor upgrade, the fse was working with customer to adjust tension in monitor room to compensate for new monitors being installed, during this adjustment one of the monitor ceiling suspension cables got cut and blew out a fuse in the r-cabinet. The fse replaced the cable and fuse. After replacement of the cable and fuse, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, the unavailability of motorized movement of the c-arm during outside clinical use is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm could not move. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that a fuse was blown. The fse replaced the blown fuse, and the device was returned to expected functionality.